Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
Information noted the patient died approximately six months post replacement of the device. The cause of death has been requested and not received. Clinic later reported the last remote device check had been six weeks prior to death with device noted to be functioning well. Patient admitted to hospital 12 days before death with shortness of breath, profound fatigue, and ventricular tachycardia (vt) that was terminated by the ICD. During hospitalization, patient required several interventions with termination of slow vt below programmed detection zones of the ICD. Patient requested to go home to (B)(6) and was discharged nine days prior to death.

Event description:
Information noted the patient died approximately six months post replacement of the device. No further information is known. The cause of death has been requested and not received.